Event description:
It was reported the only way the patient knew they needed to have it turned up or that it was ¿not working correctly¿ was to go to their doctor. It was stated that there have been a ¿few times¿ it was off, but they did not know until the symptoms started, which was extremely uncomfortable. It was noted the patient was pleased with the decision to have the device and was inquiring if there was a device to monitor the stimulator. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that stimulation was turning off on its own and the patient had a loss of therapeutic effect. They symptoms had a sudden onset. Once was shortly after implant in 2011 and then it happened last year. Both times the patient saw their health care provider (hcp) and they confirmed the device was off, but they were unable to determine any cause of why this happened. The patient did not recall being near any high sources of electromagnetic interference (emi) or having any medical procedures when these occurrences happened. Overall the patient had been very happy with the results. It was further reported that there was a 50 percent or greater symptom reduction. The cause of the event was not determined, it was device related, and reprogramming was needed. On (B)(6) 2013 the device was interrogated and was at 7.0v, had been set to 7.8v, and was reprogrammed without incident. More recently the device turned off and then on intentionally for an elective surgical procedure without incident. No troubleshooting, interventions, or other actions were taken to resolve the event. The patient did not experience a loss of therapeutic effect and did not experience a loss of stimulation. The patient recovered without permanent impairment.